Event description:
Device 3 of 3. Reference manufacturer's reports: 1627487-2009-00281 and 00282. The pt was implanted with an scs system consisting of 2 percutaneous leads and an ipg. It was reported that one of the leads became fractured and that the pt was experiencing overstimulation sensations from the other lead. It was reported that the pt had a blister located over the ipg pocket site, which the physician said was not infection-related. On (B) (6) 2009, the physician explanted and replaced the pt's system. Follow up on the pt found that she is doing well with her new system with no further issues.

Manufacturer narrative:
Device 3 of 3. Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg was returned with the terminal ends of the system's leads in the header ports. Antenna silicon was damaged. Ipg passed functional autotesting but not the saline test. Leads were returned incomplete and could not be functionally tested. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Alleged overstimulation could be due to the damaged antenna silicon. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.